Manufacturer narrative:
This was a shunt percutaneous transluminal angioplasty (pta) case, a saber pta 5mm x 4cm x 90cm was inserted and inflated; however, it ruptured within its nominal pressure. There was no reported patient injury. The doctor commented that this issue occurred because the lesion had severe calcification. An unknown sheath was inserted at the access route and an unknown wire crossed the lesion. The saber was removed from the patient and it was replaced with a new non-cordis balloon catheter and the procedure was completed. The patient had no infectious disease. There were no anomalies noted to the device prior to inserting the device into the patient. The doctor flushed the device as per the instructions for use (IFU). Additional procedural details were requested but are unknown. The product was not returned for analysis. A product history record (phr) review of lot 17583524 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. However, the physician commented that the lesion was severely calcified. It is likely damage to the balloon material occurred due to the level of calcification. Moreover, arteriovenous shunts are often scarred and fibrous in nature and are therefore often resistant to balloon expansion increasing the likelihood of damage to the balloon. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, this was a shunt percutaneous transluminal angioplasty (pta) case, a saber pta 5mm4cm 90 was inserted and inflated; however, it ruptured within its nominal pressure. There were no reported patient injuries. An unknown sheath (4f 4cm) was inserted at the access route and an unknown wire (0.018inch) crossed the lesion. The saber was removed from the patient and it was replaced with a new non-cordis balloon catheter and the procedure was completed. The doctor commented that this issue occurred because the lesion had severe calcification. The patient had no infectious disease. The device was discarded in the hospital. There were no anomalies noted to the device prior to inserting the device into the patient. The doctor flushed the device as per the instructions for use (IFU). Additional procedural details were requested but are unknown.